Event description:
Information received from article journal of neurosurgery jun 2012 / vol. 116 / no. 6 / pages 1258-1266 "panacea or problem: flow diverters in the treatment of symptomatic large or giant fusiform vertebrobasilar aneurysms." A retrospective review was performed on the prospective endovascular database at millard fillmore gates circle hospital and it was determined that 25 patients had been treated to date with the pipeline embolization device, either as a part of the pipeline for uncoilable or failed aneurysms study or subsequent to FDA approval of this device. All of the patients were routinely placed on aspirin and clopidogrel prior to the pipeline placement. Response testing to both medications was also performed. Among the 25 patients treated with pipeline, 6 patients had fusiform vertebrobasilar aneurysms. Out of these 6 patients, 5 of them had complications. Treatment of a giant fusiform distal basilar trunk aneurysm measuring 35.6mm x 29.1mm located in the left basilar artery. The mrs (modified rankin scale) = 2 (slight disability, able to look after own affairs without assistance, but unable to carry out all previous activities). The patient presented with left hemiparesis and facial weakness underwent pipeline embolization treatment involving 3 pipelines (4.00mm x 20mm; 4.00mm x 12mm; 3.75mm x 12mm) using the overlapping method. The pipelines were placed at the proximal posterior cerebral artery to the proximal basilar artery. The patient developed dysarthria and right side hemiparesis later on in the day. A CT (computed tomography) scan showed no hemorrhage or large-vessel occlusion, including patency of the implanted peds (pipeline embolization device). Heparin was discontinued and the symptoms resolved. The next morning, the patient was taken to undergo angiography. While on the angiography table, the patient became obtunded and the pupils were pinpoint but reactive. Emergency CT showed rupture of posterior aspect of the aneurysm into the brainstem. Care was withdrawn and subsequently, the patient expired.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation as they were implanted in the patient. The other devices involved in the event are as follows: model#: fa-77400-12; lot#: not reported; dom: n/a; exp: n/a. Model#: fa-77375-12; lot#: not reported; dom: n/a; exp: n/a. (B)(4)